Manufacturer narrative:
The returned catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The drainage bag and patient line tubing were not returned. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during surgery due to an aneurysm, the catheter was found to be leaking. According to the report, the product was found to be working properly prior to use. Reportedly, the doctor used a replacement product to complete the surgery and there was no injury to the patient.